Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
On day 2 of the ivtm therapy, customer reported that saline fluid was leaking from the lower part of the air trap of start-up kit (suk) lot #90270. Also observed, saline fluid on the condensate pan of the thermogard xp ivtm system (serial (B)(4)). Ivtm therapy continued with a new suk and another tgxp console. No known impact or consequence to patient was reported.

Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial # (B)(4) possibility damaged due to saline ingress was not confirmed during initial functional test and visual inspection. During visual inspection, no physical damage observed on the returned thermogard ivtm system. The system was turn on several times and powered up without any issues and passed self-test. The system console performed as intended.